Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon the first deployment attempt, a left bundle branch block (lbbb) occurred. Upon full deployment, an infold was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) balloon that resolved the infold. Upon fluoroscopy, a "black line" was observed on the left coronary cusp (lcc) side of the left ventricular outflow tract (lvot) frame and an echocardiogram was performed that revealed a "heart-shaped" area. Additionally, trivial to mild paravalvular leak (pvl) was observed. No patient complications were reported as a result of this event. Additional information was received indicating that no misload was identified during loading. Per the physician, the patient's bicuspid aortic valve contributed to the infold. A procedural delay occurred as a result of the infold. No treatment was performed to address the pvl, and no permanent pacemaker was implanted. The lbbb continued following the implant of the transcatheter valve.

Event description:
It was reported that during the implant of a transcatheter valve, upon the first deployment attempt, a left bundle branch block (lbbb) occurred. Upon full deployment, an infold was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) balloon that resolved the infold. Upon fluoroscopy, a "black line" was observed on the left coronary cusp (lcc) side of the left ventricular outflow tract (lvot) frame and an echocardiogram was performed that revealed a "heart-shaped" area. Additionally, trivial to mild paravalvular leak (pvl) was observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: d-evolutfx-34 (lot: 0012294211); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.